Manufacturer narrative:
The hand piece has been received at the manufacturer, the investigation has not yet begun.

Event description:
It was reported that during an oral procedure, the patient received a burn to the lip. There was no additional treatment reported as a result of the burn.